Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2317-70. Serial: (B)(4), batch: 20052361. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20349301.

Event description:
It was reported that the patient was unable to feel any paresthesia coverage due to high impedances. It was also noted that the patient was experiencing shocking and burning sensation. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.